Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Defibrillation threshold (dft) testing was performed and shock impedance measurements were noted to be within normal limits at 78, 103 and 98 ohms. No additional adverse patient effects were reported. This product remains in service.